Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) (batch no. 509405) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation nos, cervicitis, right lower quadrant pain, irritable bowel syndrome, pap smear abnormal, gravida I, parity 1, umbilical hernia repair and pubic pain. Concurrent conditions included blood in urine, vaginitis, vaginal discharge abnormality, vulvovaginitis, rectocele, bloating, galactorrhea, menorrhagia, premenopausal menorrhagia, dysfunctional uterine bleeding, uterine polyp, stress urinary incontinence, stress incontinence, female, constipation, elevated bp and yeast vaginitis. Family history included hypertension (mother), diabetes (ms. Paternal grandmother), diabetes (maternal grandmother), coronary artery disease (father), heart attack (father) and emphysema (father). Concomitant products included atenolol since 2006, drospirenone;ethinylestradiol betadex clathrate (yaz) in 2007 and medroxyprogesterone acetate (depo provera) in 2006. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),chronic"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary probs"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6)2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: date of removal (B)(6) as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6)2017: impression: endometria in left uterine horn appears to be spared from the endometrial ablation. Endometrial canal right uterine horn contains a sliver of fluid and complex cystic structure high within uterine horn. May represent trapped products of menstruation in a patient with previous ablation. Ultrasound scan - on (B)(6)2006: impression: retroverted uterus. Small amount free fluid, may be physiologic. Otherwise unremarkable study.; on (B)(6)-2011: us indicates endometrial thickening 133mm and suspicion for polyp.. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received : essure model number was changed from ess(305) to ess(205). Following events were added : menorrhagia, vaginal discharge, vaginal infection, urinary probs, anxiety, depression. Outcome of pelvic pain was changed from unknown to recovered/resolved and outcome of abdominal pain,back pain was changed from recovering/resolving to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) (batch no. 509405) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation nos, cervicitis, right lower quadrant pain, irritable bowel syndrome, pap smear abnormal, gravida I, parity 1, umbilical hernia repair and pubic pain. Concurrent conditions included blood in urine, vaginitis, vaginal discharge abnormality, vulvovaginitis, rectocele, bloating, galactorrhea, menorrhagia, premenopausal menorrhagia, dysfunctional uterine bleeding, uterine polyp, stress urinary incontinence, stress incontinence, female, constipation, elevated bp and yeast vaginitis. Family history included hypertension (mother), diabetes (ms. Paternal grandmother), diabetes (maternal grandmother), coronary artery disease (father), heart attack (father) and emphysema (father). Concomitant products included atenolol since 2006, drospirenone;ethinylestradiol betadex clathrate (yaz) in 2007 and medroxyprogesterone acetate (depo provera) in 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),chronic"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary probs"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: date of removal (B)(6) as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: endometria in left uterine horn appears to be spared from the endometrial ablation. Endometrial canal right uterine horn contains a sliver of fluid and complex cystic structure high within uterine horn. May represent trapped products of menstruation in a patient with previous ablation. Ultrasound scan - on (B)(6) 2006: impression: retroverted uterus. Small amount free fluid, may be physiologic. Otherwise unremarkable study.; on (B)(6) 2011: us indicates endometrial thickening 133mm and suspicion for polyp.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation nos, cervicitis, right lower quadrant pain, irritable bowel syndrome, pap smear abnormal, gravida I, parity 1, umbilical hernia repair and pubic pain. Concurrent conditions included blood in urine, vaginitis, vaginal discharge abnormality, vulvovaginitis, rectocele, bloating, galactorrhea, menorrhagia, premenopausal menorrhagia, dysfunctional uterine bleeding, uterine polyp, stress urinary incontinence, stress incontinence, female, constipation, elevated bp and yeast vaginitis. Family history included hypertension (mother), diabetes (ms. Paternal grandmother), diabetes (maternal grandmother), coronary artery disease (father), heart attack (father) and emphysema (father). Concomitant products included atenolol since 2006, drospirenone;ethinylestradiol betadex clathrate (yaz) in 2007 and medroxyprogesterone acetate (depo provera) in 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown, the dysmenorrhoea had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2017: impression: endometria in left uterine horn appears to be spared from the endometrial ablation. Endometrial canal right uterine horn contains a sliver of fluid and complex cystic structure high within uterine horn. May represent trapped products of menstruation in a patient with previous ablation. Ultrasound scan - on (B)(6) 2006: impression: retroverted uterus. Small amount free fluid, may be physiologic. Otherwise unremarkable study.; on (B)(6) 2011: us indicates endometrial thickening 133mm and suspicion for polyp. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet and mr received. Event injury nos was replaced with the events: dysmenorrhea (cramping), pain, abdominal pain, back pain. Event outcome was added for the events: back pain, abdominal pain, dysmenorrhea. Lot number was added. Concomitant drugs, conditions, historical conditions were added. Reporter's information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.